Event description:
It was reported that during a biliary stenting procedure, the sheath was cut in two. The lesion was located in the biliary duct. While releasing the device, the sheath was cut in two pieces. Consequently, the stent was not deployed. The whole delivery system was withdrawn. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good." It was noted that the device was not used according to its indications for use. It was also noted that the procedure was performed as a palliative care, due to the fact the pt has cancer and a short life-expectancy.

Manufacturer narrative:
.